Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the rubber sleeve of one (1) device has protruded through the cap. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the rubber sleeve of one (1) device has protruded through the cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 25-apr-2025. Investigation summary: bd received samples for investigation, totaling 158 along with 5 photos. The photos depict a device with a rubber sleeve protruding from between the shields. Additionally, 30 retained samples were visually inspected for the sleeve sticking out from the shield. All samples passed testing, as there were no sleeves protruding from the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.